Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a helium leak and an issue with the battery.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit has a helium leak and an issue with the battery. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported malfunction. The fse stated that the customer was using an unauthorized o-ring for the helium tank. The fse replaced the o-ring and the batteries as they had expired. The fse performed the battery test. The fse performed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.